Manufacturer narrative:
The complaint allegation is confirmed. One unpackaged ar-9512 serial/batch number (B)(6) was received for evaluation. Functional testing was not performed because the device's thread was damaged and could damage the mating part. The visual evaluation found that the tip's thread has nicks and degradation of the laser marks was also noted. The most likely reason for the reported failure is the wear and tear damage incurred over repeated usage. Device manufacturing date, 2021.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 10/30/2024, it was reported by a sales representative via (B)(4) that an ar-9512 arthrex univers revers stem/cup extraction adapter handle had an issue after removing the trial suture cup from the joint during an rtsa procedure on (B)(6) 2024. The surgeon had difficulty extracting the apex stem broach trial from the humerus. It appeared the trial broach kicked when impacting the trial suturecup. The broach handle was not able to extract the trial stem. The surgeon was then recommended to use the ar-9512 threaded rod to extract the trial stem, but was unsuccessful. The trial stem was removed after about 15 minutes with a bone hook. It was unclear if the ar-9512 was damaged in this particular process of attempted extraction, but inspection after the case showed that the threads appeared flattened/damaged (photo is attached). No pieces broke inside the patient and the case was completed successfully. This was noticed during use, and no harm was reported to the patient.